Event description:
The customer reported that at certain couch angles, the ogp system loses signal, the screen flickers and they get a geometry error. She said they are able to continue treating because the system reacquires the signal. She said it occurs just a certain couch angles. The problem occurs when the couch is at certain angles when they are trying to acquire a signal atg ogp. No serious injury to the patient was reported and no patient information was provided.

Manufacturer narrative:
Clinical interface (interface mount on the clinac) / conical collimator mount damage leads to incorrect isocenter alignment. Incorrect isocenter alignment may go undetected if the user does not perform winston-lutz test prior to every srs treatment. No misadministration occurred in this case. However, the magnitude of error is in range of maximum 2-3 mm off target treatment. This would result in unintended high dose to normal tissue and critical structures. A product notification letter will be sent to affected customers. All corrective action will be reported under the guidelines of 21 cfr part 806. Further actions will be addressed in varian's CAPA process. No follow-up reports are anticipated.